Event description:
It was reported that customer experienced high blood glucose. The customer¿s blood glucose level was 27 mmol/l. The customer did not experience any symptoms of high blood glucose value. The customer treated high blood glucose with insulin pump. It was unknown if the customer was using auto mode or not at the time of incident. No further complications were reported. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.